Manufacturer narrative:
(B)(4). The date of onset of the suspected peritonitis was not reported, however it was reported that the patient began treatment for the event on (B)(6) 2016 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with an unspecified antibiotic injection for peritonitis. At the time of this report, the patient's recovery status was not reported. The action taken with dianeal therapy was not reported. No additional information is available.